Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set detached at the site connector. The patient's blood glucose level at the time of incident was 330 mg/dl. The site location was reported as her hip and the pump was in her underwear. The infusions had been in use for less than a day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the patient was unsure whether the pump was dropped with the set connected to her body. The infusion was replaced. No further information available.